Event description:
Pt had implantation of pacemaker on 4/4/86 for sick sinus syndrome. Recently has developed transient lightheadedness. Pt's implanted lead known to have potential for early lead failure. Pt returned on 9/8/94 for lead replacement. Old generator was also replaced at this time due to its age. Pacemaker interrogation-probable oversensing of an event prior to a conducted qrs. Qrs probably falls within refractory period. This results in an early paced beat about 600 ms after the conducted qrs. Next paced beat occurs on time and another paced beat would be expected, but there appears to be failure to output.